Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedances over the past year, and were now high out of range at greater than 125 ohms. The patient was brought into the clinic for troubleshooting, and when the svc coil was taken out of the equation the shock impedance went up to 150 ohms. The lead remains in-service, and plan was to monitor. No adverse patient effects were reported.